Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - product 826631 for lot 6793797 (sn (B)(6), and the lot met specifications when released. Failure analysis - the complaint was not confirmed: catheter received with suture, catheter has two bends in catheter material. Icp express read 506. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID: 826631) was placed on (B)(6) 2023. Initially, icp displayed 0 to 5 mmhg. On (B)(6), the icp value gradually decreased from -20 mmhg, and finally to -99 mmhg. Then it was displayed to press "p 0" in the transducer setting. The operator followed the instruction and "p 0" still displayed. Due to sensor could not be detected, the sensor was removed on an unknown date. The monitor and cable used are unknown. It is also unknown if the patient experiences any sign and symptoms.